Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the snare loop could not resect the polyp. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address) (B)(6). Block h6: problem code a050702 captures the reportable event of polyp resecting issue block h10: (product investigation) one captivator snare was received for analysis. Visual analysis of the returned device noted that the flare of the working length was detached as it was also noted during microscope inspection. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type, and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found that the flare of the working length was detached during visual and microscope tests. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the snare loop could not resect the polyp. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.